Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported the patient experienced adhesion and extrusion which are both listed as known adverse reactions in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2000 - the patient underwent bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with implant of a bard/davol flat mesh, moshchowitz posterior culdoplasty, burch suprapubic urethropexy, insertion of suprapubic catheter, biopsy of polypoid vaginal lesion and a posterior colpoperineorrhaphy. On (B)(6) 2004 - the patient was diagnosed vaginal vault prolapse, a cystocele and adhesions. The patient underwent abdominal sacrocolpopexy with partial explant of the bard/davol flat mesh, implant of a non-bard/davol mesh and paravaginal repair with extensive lysis of adhesions. On (B)(6) 2011 - the patient was diagnosed with mesh erosion into the rectum and urinary incontinence. The patient underwent removal of the bard flat mesh, the non-bard/davol mesh, an appendectomy and resection of the involved segment of rectosigmoid bowel with ileostomy creation. On (B)(6) 2012 - the patient was diagnosed with urinary incontinence and underwent implant of a non-bard/davol tvt sling as well as ileostomy closure procedure. It was reported the patient experienced adhesions, erosion, extrusion, pain, prolapse and explant.